Event description:
Information was received indicating that a smiths medical cadd solis vip's downstream occlusion sensor (dso) was stuck at 2500mv. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The reported product problem (dso sensor stuck at 2500 mv) was not observed in the event history log. Functional testing was performed on the pump. The pump failed the pressure test. The reported problem was therefore confirmed. Further investigation determined that the product problem occurred because of a faulty downstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty downstream sensor was replaced. The pump subsequently passed functional testing.